Event description:
Nellcor puritan bennett rec'd a call from rep of a user facility on 08/27/1999, which called to report the following problem: unit was involved in a pt death. Customer would like unit evaluated to insure unit is functioning properly. Pt was placed on vent at 6:55 and was non-responsive at 7:20. Pt expired due to o2 desaturation. O2 tubing was found detached from pressure line adapter which created a leak in the circuit. Vent did not alarm.